Event description:
Implaint date 2002. Five months post-op, the pt alleged feeling a "pop". 6 months later, x-rays revealed two fractured screws. Revision surgery 2 months later to replace the system.